Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed complete loss of power to the system controller due to the depletion of the external batteries and the controller's internal backup battery. The event was reportedly due to the patient sleeping on battery power. The submitted controller event and periodic log files captured events consistent with a total loss of power due to full battery depletion, resulting in a pump stop. Additionally, the files captured a few low power advisory alarms due to normal battery depletion. The pump appeared to have functioned as intended at the set speed before and after the pump stop event. It was later reported that the patient felt better about 15 minutes after turning the pump back on. No other symptoms were reported. It was noted that the pump was off for about 6 hours. The patient was evaluated in clinic and reportedly doing well as an outpatient. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 2 ¿system operations¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 6 includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Also, section 7 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them. The heartmate 3 lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ provides information regarding system controller alarms and the proper actions associated with them. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-03139.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient depleted all power sources including the backup battery on (B)(6) 2021 causing the pump and controller to shut off at approximately 12:43 am. After an unknown time the controller was reconnected to battery poser which restarted the pump. A yellow wrench alarm was seen after reconnecting to power. This was due to the controller clock resetting due to the loss of power. The patient stated they were unable to hear their alarms while sleeping. The patient also stated that they felt better after about 15 minutes of having the pump turned back on. No other symptoms were reported. It was noted that the pump was off for about 6 hours. The patient was evaluated at the clinic. The patient was stated to be doing well as an outpatient. No additional information was provided.